Manufacturer narrative:
Concomitants: (B)(6) - 300-30-06 - equinoxe preserve stem 6mm, (B)(6) - 320-06-42 - glenosphere 42mm, (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6) - 320-15-01 - eq rev glenoid plate, (B)(6) - 320-15-05 - eq rev locking screw, (B)(6) - 320-20-00 - eq reverse torque defining screw kit, (B)(6) - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6) - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6) - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6) - 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6) - 320-42-03 - 145-deg pe 42mm hum liner +2.5, (B)(6) - 321-52-07 - 3.2mm drill bit sterile, (B)(6) - 321-52-09 - 3.2mm k-wire, trocar tip, (B)(6) - 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack. The product associated with the reported event is within the scope of recall; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The revision reported may have been due to disassembly. However, the reported disassembly could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined, as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this male patient's left shoulder was revised approximately 5 months post op. The revision was due to a 42 2.5mm liner disassociating from a +0 tray. Surgeon revised the shoulder by removing the compromised liner and tray associated, replacing them with a +5 tray and a 42 2.5mm constrained liner, and a new screw. All defective implants and parts were removed. No surgical delay/prolongation. New implants were put in. +5 tray and a 42 2.5mm constrained liner, and a new screw. Patient was last known to be in stable condition following the event. Unable to obtain photos/x-rays. Devices were not returned.